Event description:
It was reported that entrapment occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the strongly calcified target lesion. During the first pullback, the catheter got stuck in the lesion, perhaps due to the hard calcification. The outer sheath was cut, and a 0.025 wire inserted to release the catheter. No fragments were left inside the patient. The procedure was completed with another of the same device. There was no injury to the patient.